Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac arrest requiring surgical intervention and prolonged hospitalization. It was reported that during an svt case, the patient became hypotensive and went into cardiac arrest. They reported that the patient was very sick going into the procedure and they were aware that the patient would not tolerate the procedure very well. After they cardioverted the patient, they noticed the patient¿s blood pressure began to drop. They stated that after two ablations were completed, they decided to stop ablation to focus on stabilizing the patient because their blood pressure was still too low. A code team was called when the patient coded, and they installed a balloon pump. At that point, the bwi representative stated they had to leave the room, but they believe the patient had been stabilized. No further status updates were provided at the time of the initial call. The ablation catheter was not available to return. Additional information was received on 26-jan-2023. The lot number of the ablation catheter was not available. The physician¿s opinion on the cause of this adverse event was that it was patient condition related. The patient has improved some, responding to commands and had the balloon pump removed. The patient required extended hospitalization because of the adverse event due to the very low cardiac function. Other relevant history- patient had very low cardiac function and ef entering the procedure. Generator information was a smartablate generator, m490002, (B)(4).